Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony as a known complication. The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The reported device is still implanted and could not be received for evaluation. No device malfunction could be confirmed.

Event description:
Israeli distributor reported hypotony following agv procedure. Additional intervention was required, as the patient "was injected with viscoelastic several times, then the tube was tied, and the pressure went up.